Event description:
It was reported that during a device change for battery depletion, it was observed that the lead was wrapped tightly in the pocket,with high impedance and a lead fracture noted. It was also noted that the lead was implanted after the use before date. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 430-10 competitor implantable pacing lead, (B)(6) 1997. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.